Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned lag screw driver confirmed the metal at the top of the device is damaged. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that, during the set up of an internal fixation surgery, it was noticed that the metal at the top of the retaining rod of a lag screw driver was broken, which prevented it from being use as intended. This caused a delay of less than or equal to 30 minutes, but procedure was performed with the same device. No harm to the patient was reported as a consequence of this problem.